Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-02426.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown date, end of (B)(6) 2017. Date implanted ¿ the customer indicated that the device was implanted on an unknown date in 2006. Concomitant devices - bio-modular 13.0 mm x 115 mm humeral stem with alignment hole catalog #: 11-113709 lot #: 874110, bio-modular humeral head 54 mm x 22 mm diameter catalog #: 113722 lot #: 074400.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision due to loosening of the glenoid component approximately eleven (11) years following original implantation.